Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and then resuming insulin.